Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report a patient experienced a missing sensor wire prior to insertion on (B)(6) 2015. No additional event or patient information is available.